Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The t¿s and suture are free from the needle. T1 is missing from the construct. T2 and suture were returned. The suture appears to have been cut where t1 would be located. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair using fast-fix 360 curved ndl delivery sys, it was reported that both implants (t1 & t2) were simultaneously deployed when the surgeon activated the fast-fix 360. A backup device was used to complete the case. There was a ten minute procedural delay. There were no reports of patient injuries or complications. The patient's post procedure condition was reported as okay.